Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2014-04089 for a description of the second device. It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the needle bent when they attempted to penetrate the tissue. The procedure was able to be completed with another of this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Reported event: needle bent the device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2014-04089 for a description of the second device. It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the needle bent when they attempted to penetrate the tissue. The procedure was able to be completed with another of this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual assessment was performed on the returned excelon transbronchial aspiration needle device. The needle was retracted when received. The working length and sheath was kinked in several locations. A functional evaluation was performed. When the handle was actuated, the needle would extend and retract with resistance. The needle was not bent. The report of the needle being bent was not able to be confirmed; however, the investigation did find kinking issues with the device that were most likely due to operational context. A review of the device history record (DHR) was performed; no anomalies were noted.